Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: unable to determine with retain testing. Source: phone.

Event description:
Customer reporting 1 false positive flu b result on a symptomatic patient (sore throat and nasal symptoms) tested on (B)(6) 2020. Patient was prescribed (B)(6) and returned with worsening symptoms and retested on (B)(6) 2020 and was found negative for flu b but positive for sars.